Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene mesh hernia system, involved caused and/or contributed to the adverse events described in the article, specifically: seroma, haematoma, cord oedema, wound infection / broad spectrum antibiotics), chronic groin pain, persistent cord oedema /anti-inflammatory treatment? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene mesh hernia system? - (B)(4).

Event description:
It was reported in a journal article that the patient underwent a unilateral inguinal hernia repair procedure on unknown date and the mesh was implanted. Following the procedure, the patient possibly experienced seroma, hematoma, fever, persistent cord edema which took three weeks to resolve, following anti-inflammatory treatment, wound infection which took one month to resolve following treatment with broad spectrum antibiotics, and/or chronic groin pain which took two months to subside. Additional information has been requested.